Manufacturer narrative:
Additional information/correction to b5: upon additional information, the hospital clarified there was an error made upon reporting this as a complaint to baxter. Therefore, no malfunction has been alleged against the transfer set. H10: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set was damaged. This issue was identified during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.